Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 implantable pacing lead, (B)(6) 2013; dtba1d4 implantable cardioverter defibrillator, (B)(6) 2013. (B)(4).

Event description:
It was reported that the implantable pacing lead (ipl) was showing no capture due to having become dislodged. The lead was explanted and replaced. The patient is enrolled in the product surveillance registry study. No patient complications have been reported as a result of this event.